Manufacturer narrative:
Remote support from the customer cares solution was received and it was determined this was a malfunction of the battery. The customer ordered a replacement battery to resolve the reported issue.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had low battery problem. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.